Manufacturer narrative:
No samples were returned. Follow-up inquiry found the customer had been switched by their supplier from dobbhoff tubes to entriflex tubes. The supplier erroneously reported the co no longer makes dobbhoff tubes. The entriflex tubes have a slender bolus tip and the change in the tip configuration seems to have lead to user error of placement. The customer has been informed they may still obtain dobbhoff tubes. Literature on the potential for adverse outcome in certian pt populations was sent to the customer. This complaint is a user technique problem.

Event description:
Customer reports thir facility experienced back-t0-back incidents of pneumothoraxes two weeks ago. These occurred after their supplier sent them entriflex tubes in place of dobbhoff 8 fr tubes. They were informed sherwood no longer made 8 fr tubes. The patient experienced no complication from the pneumothorax. The staff felt the problems were technique due to the change of tubes by the supplier.